Event description:
It was reported that there was a complication from the patient¿s stimulator surgery on (B)(6) 2015 which had caused stroke like symptoms. The patient¿s stimulator was adjusted on (B)(6) 2015 at the hospital and the patient instantly had relief. It was unknown if they were keeping the patient overnight to observe her or not. The patient needed to have brain surgery in march following the date of this report to attach a lead that was detached. Follow-up was attempted but no additional information had been provided. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, serial # unknown, product type lead. (B)(4).